Event description:
Pt ID: (B)(6); on (B)(6) 2010, she received a left total hip arthroplasty using zimmer uncemented components size 57 coverage socket (lot# 61352128, ref# 5360-00-057), 32 internal diameter neutral durasul liner (lot # 60918317, ref# 4376-32-057), size 10 extended offset m/l taper stem 12/14 neck taper (lot # 61375621, ref# 7711-10-20), and a size 32mm +3.5 versys cobalt chrome head (lot # 61377636, ref# 8018-32-03). On (B)(6) 2017, her cobalt urine level was 1.6 mcg/l and cobalt whole blood level showed "none detected," with a detection limit of 1.0 mcg/l. On (B)(6) 2018, her cobalt urine level was 2.,1 mcg/l and whole blood cobalt level was 0.8 mcg/l. On (B)(6) 2018, her urine cobalt was 2.0 mcg/l and blood cobalt was 0.7 mcg/l. On (B)(6) 2019, her blood cobalt level was 0.6 mcg/l and her urine cobalt level was 1.4 mcg/l. In about (B)(6) of 2018, she began experiencing fatigue, diminished pain tolerance, polyneuropathy of hands and sometimes face, and she developed a very fine rest tremor of the hands. In (B)(6) of 2018, she had new onset of atrial fibrillation for which she began taking multaq. There is some concern that these new problems were related to her elevated cobalt levels. She was recommended fdg pet brain study with neuro q analysis which indicated abnormal general and focal brain hypometabolism in a pattern consistent with chronic toxic encephalopathy. She also started noting some lateral left hip pain over the past year. On (B)(6) 2019, a metal-suppression MRI scan of the left hip was obtained, and it showed possibly some intra-articular fluid with possibly some synovitis and maybe some subtile capsular thickening. Of note, she also has bilateral total knee arthroplasties which contain cocr in the femoral components. FDA safety report ID# (B)(4).